Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use with no issue. The thermal damage was first observed after central reprocessing. The instrument did not collide with any energy instrument during the procedure. There was no arcing. There was no patient injury. Isi received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis was able to replicate and confirm the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley and between the grips. The bipolar yaw pulley exhibits localized melting damage at the base of both of the grip tips. Electrical continuity was performed and passed. As a result, the electrode was exposed. No damage to the conductor wire was observed. The probable root cause of this failure is attributed to damage from mishandling or misuse.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the customer reported that the jaw pulley of the maryland bipolar forceps (mbf) instrument melted. There was also discoloration to the insulator part of the mbf instrument jaw. The procedure was completed with the same instrument and no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted jaw pulley of the maryland bipolar forceps (mbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A follow-up MDR will be submitted when failure analysis is complete. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: there is thermal damage to the bipolar yaw pulley at the base of the grips. There is no other damage observed. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.